Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
It was reported to arjohuntleigh that during a transfer with maxi twin floor lift, a patient fell from the sling. As a consequence of the fall, she has sustained a wound in head and skin. No medical treatment of the injuries was required. No failure with the sling, neither the lift was detected.

Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). Based on the information received it was indicated that during transfer with maxi twin lift and sling, one of the sling clip detached and the patient fell from the sling on the floor. Fortunately, no serious injury occurred. The patient sustained a wound on the head and scratch on the hand. No medical intervention was needed. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. No malfunctions regarding lift and sling were reported which could have caused or contributed to the event. Following the information provided, it was indicated that the clip was not correctly attached. It can be established the lift and sling were being used for patient handling at the time of event occurrence but it appears it contributed to the event due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on product knowledge and previously made simulations we can state that when the sling clip is not attached and under tension with the weight of the person in the sling from the start, a drop can be immediate after not being supported by the chair. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi twin lift instructions for use (04.kt.00 rev. 15) includes information about safe and correct use of the product: the IFU describe steps of correct attachment of sling: "1. Place the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure all lugs are locked at the top end of the clips and no straps are not squeezed between the clip and the spreader bar." "Warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation.", finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. If a caregiver follows every guideline given in instruction for use there is a really low possibility of any potentially risky situation to occur. In this case we come to the one conclusion, namely that there was a use error that caused the event. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure, especially correct clips attachment. This is to be communicated to the customer. To conclude, clip sling was used for patient's care and in this way contributed to the alleged event. No defect has been found within the clip, but since the sling clip detached from the spreader bar, it can be stated that the sling did not meet its performance specification. No serious adverse event occurred. We report this event to competent authorities as clip detachment from a spreader bar may result in serious injury if inadequate procedure of sling clip attachment would recur.